Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device was disposed.

Event description:
It was reported by the vad coordinator that the patient had to perform an elective controller exchange at home as one of the controller power port pins had completely broken off. The patient was unable to connect his battery due to the broken pin and a power disconnect alarm sounded. The patient denied applying force while making the connections. The patient tolerated the controller exchange with minimal pump off time. The patient was issued a replacement controller. The site discarded the controller as it was greater than one year from the issue date. No further information was provided.

Manufacturer narrative:
Updated: describe event or problem, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Additional information provided indicated that the controller had not been dropped. Log files were not downloaded. The reported event of a broken pin in the power port of (B)(4) could not be confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis was not conducted since this event is related to a broken pin. The reported power disconnect alarm can be attributed to the reported broken pin in the controller's power port. Analysis of the device could not be performed since the device was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.